Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. There are several occurrences of fault messages in pads and leads views, which indicate the device did not recognize patient impedance via pads or leads as a result of poor patient contact. This is further demonstrated when the customer obtained another device and the same issue persisted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact.